Event description:
It was reported that a vessel closure of an unspecified access site was attempted with two prostyle devices after a leg angiogram interventional procedure. Reportedly, a cuff miss occurred [suture retrieval issue] with the first device. The second device functioned as intended, but failed to achieve hemostasis. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle device referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
The device was returned for analysis. The reported cuff miss was confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.h6: medical device problem code 4001 was removed.

Event description:
Subsequent the initially filed report, the following information was received: a cuff miss [suture retrieval issue] occurred with both prostyle devices. No additional information was provided.